Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has a thick skin flap, however, the recipient's device retention has improved following revision surgery. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experienced retention issues. On (B)(6) 2017, the recipient underwent revision surgery to thin the skin flap. On (B)(6) 2017, the recipient was treated with antibiotics for 1 week. The recipient is now healed, however, she is still experiencing retention issues. An assessment of skin flap thickness and device integrity testing is scheduled.